Manufacturer narrative:
(B)(4): the customer reported that the ac power module was not working. This reported issue is most consistent with an ac power module failure. Philips recommended to the customer to replaced the module. A philips investigator spoke with the customer who could not confirm if the ac power module had been replaced.

Event description:
The customer reported that the ac power module was not working.